Event description:
Additional information was received. It was indicated the patient was noted to have had increased pain, with the pump by same time MRI was done. It was also reported since late (B)(6) 2011 "they did an MRI and found that he has a catheter since (B)(6) there seems to be grand (inaudible) but it was also read in the MRI report as varioma or (inaudible)" - (granuloma?). Also noted that there was spinal stenosis with lp3 which also happened to be where the catheter went in. It was indicated "appears that patient may have an addiction to (inaudible) diet". If additional information is received, a follow up report will be sent.

Event description:
It was reported that a granuloma or cyst was discovered during MRI in (B)(6) 2011. Patient had experienced an underdose. Drug delivered was fentanyl 1000 mcg/ml at a daily dose of approx 700mcg. The drug was removed from pump and replaced with saline. Healthcare provider (hcp) was now considering refilling pump with drug to continue therapy.

Manufacturer narrative:
Concomitant medical products: catheter model 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk.

Manufacturer narrative:
(B)(4).